Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) requested data to proceed with technical analysis. As of today, the ts analysis is pending. A supplemental report will be provided once the analysis has been completed. This device remains in service. No adverse patient effects were reported.